Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness while using the device. The patient also stated they've experienced a cough for a long time. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. An internal investigation was performed on the device. The device's error log was reviewed, and the manufacturer confirmed no errors were logged. The manufacturer confirmed the device had no evidence of foam degradation. Device was not needed for internal stock and will be scrapped per fc:16-700-623. Maximum attempts were made to gather additional information and were unsuccessful. At this time, no further investigation can be performed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.